Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2024, abnormal impedances were observed but there are no episodes recorded in aida around this date. The other parameters seems correct.

Manufacturer narrative:
The conclusions are as follows: the analysis has been completed. Please find below the conclusions: around the (B)(6) 2024 (some days before and after), a data corruption leading to a data desynchronization has occurred. This corruption is most likely due to a single event upset (well-known phenomenon) which is due to an ionizing particle in the environment. This resynchronization has been successfully performed (a few days following the (B)(6) 2024). This phenomenon is not related to a pacemaker malfunction. Therefore, no issue is suspected on the subject device. The trend of the curves before and after the corruption are similar, therefore no patient risk is suspected. This complaint is recorded for trending purposes.

Event description:
On (B)(6) 2024, abnormal impedances were observed but there are no episodes recorded in aida around this date. The other parameters seems correct.